Event description:
In 2001, the user faiclity's surgical services manager informed the manfacturer's representative of the following: left side of device revealed bubbles/air upon injection around connection. Device was implanted and is not available to be returned.